Event description:
The account said the bed will rise, stop and then hum when trying to place the bed into trendelenburg.

Manufacturer narrative:
The account adjusted the high limit and trend engage switches to repair the bed.